Manufacturer narrative:
Concomitant medical product: 5568-45 lead, implanted (B)(6) 1998. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an infection and a new system was implanted two weeks later. No further patient complications have been reported as a result of this event.